Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient had primary right total hip completed on (B)(6) 2019. Patient fell and heard pop while going to the bathroom on (B)(6) 2019 [exam note and operative report state "patient got up to go to the bathroom with his walker, lost balance and fell, landing hard on his knee, 'bending like an accordion' with right knee bent suddenly to chest. Immediate onset of severe sharp right hip and groin pain, radiating down right leg, worse with touch or move, no alleviating factors"]. Patient booked for surgery on (B)(6) 2019 - periprosthetic femur fracture. Doctor removed the femoral stem and head by hand - he noted that he was able to separate the head from the stem by hand. He asked post-surgery to have stryker look at this ceramic head. He was unsure why it came apart by hand. He reduced the fracture and placed 3 cables. He re-inserted the original stem back to its original placement. He trialed a 36 +5 trial head and found it to be adequate. A 36 +5 cocr head was impacted on. A history and physical and post-operative report will follow. The biolox explant head will be sent back and no further information will be available."